Manufacturer narrative:
The axium prime coil was not returned for analysis as it was discarded at the site; therefore, no definitive conclusion can be drawn regarding the clinical observation. Per axium¿ prime detachable coil and axium¿ i.d. (Instant detacher) instructions for use (IFU): if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, ¿in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of unruptured cerebral aneurysm, it was reported that axium coil would not able to detach with an instant detacher as well as with the manual detachment (breaking hypotube method, an alternative method presented in the instruction for use). The coil was removed from the patient and replaced with another one to complete the procedure. No patient injury was reported.